Manufacturer narrative:
The device was evaluated by a biomedical engineer with the assistance of a philips remote service engineer (rse) and they confirmed the reported issue. The biomed reported to have ordered and replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
The customer reported the touchscreen is in and out not operating correctly. The device was not in clinical use. There was no patient or user harm reported.